Manufacturer narrative:
Related patient identifier: (B)(4). The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that an occasional image blackout was observed while using the gastrointestinal videoscope. There was no report of patient harm.this is report 2 of 2.